Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that speed was unstable. The target lesion was located in a coronary vessel. A 1.50mm rotalink plus was selected for use. During procedure, it was noted that the rotation speed of the burr was not stable while inside the patient's body. Procedure was completed with this device. No patient complications were reported and no patient injury.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The returned product consisted of the rotablator rotalink plus device and the advancer unit and burr unit were received together with the coil and sheath separated after the strain relief. Microscopic and visual examination of the advancer, coil, sheath, handshake connections, burr, and annulus were performed and revealed that the sheath is separated 6mm from the strain relief and the distal sheath was not returned. There is excessive wear noticed on the sheath. The burr catheter was detached from the advancer via the handshake connection and the coil was found to be separated 13.5cm from the handshake connection. There is a partial rotawire in the burr catheter. There is dried blood and saline on the coil and the device was soaked to try to remove the rotawire. The coil is stretched in numerous locations. The related rotawire could not be removed from the burr catheter due to the coil stretched damage. Functional testing was performed by connecting the advancer to the rotablator control console system. There were no abnormal noises or leaks, however, the device did not run; so, it wasn¿t able to get any speed. The advancer was dismantled and the ultem was found to be melted and the turbine is corroded. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. As per product dfu: ¿never operate the rotablator advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer¿. (B)(4).

Event description:
It was further reported that the rotawire became separated while performing a test done by the physician outside patient's body after the procedure. There was no issue with the rotawire during the procedure. Also, it was indicated that the separation doesn¿t relate to the procedure.